Event description:
It was reported that patient received an alert for battery voltage of 2.63. Upon interrogation, the device displayed an alert for eri. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis confirmed the premature battery depletion. The device had high current drain. The high current was isolated to an anomalous component in the hybrid subassembly.